Event description:
The device was taken out of its plastic container and made ready for use on an adult pt. The physician used the device on the pt and it caused major complications. The pt had to be treated for a tension pneumothorax. Upon investigation, it was found that the bag portion of the device was inserted into the tubing backwards at the valve end. All remaining devices have been inspected and they are put together correctly. The lot number is unknown, as the bag was thrown away.